Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no additional facility reprocessing or event information was reported or available, however, the issue was likely the result of insufficient cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope angle wires were stretched. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle / plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the play of the up / down knob was out of the standard value due to wear of the angle wire. The device evaluation found that the nozzle / plastic distal end cover had foreign objects due to insufficient cleaning. Additional findings include the following: water tightness was lost due to a pinhole on the channel tube, the connecting tube had discoloration, the light guide lens had a crack / discoloration, the objective lens had a crack / discoloration, the suction cylinder was shaved, switch 4 had wear, water tightness was lost due to a crack on the up / down knob, the adhesive on the bending section cover had a chip, the electrical connector had corrosion due to water leakage, the light guide bundle had breakage, the connecting tube had a wrinkle, the image guide protector had a cut, the control unit had discoloration, and there was a lack of image on the monitor due to dirt on the objective lens. The following findings had a scratch: the connecting tube, plastic distal end cover, scope connector cover, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, right / left knob, switch box, scope cover, bending section cover, up / down knob, forceps elevator knob, control unit, grip, universal cord, scope connector, and the forceps elevator lever. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.